Event description:
Complainant alleged that while attempting to pace a pt, the pt's heart rate was in the "low 40's", yet the medic believed the device inappropriately displayed the pt's rhythm as asystole while in leads mode. The medic replaced the leads, but there was no change to the displayed rhythm. The medic then applied defib/pacing pads to the pt, at which time the deivce showed a sinus bradycardia rhythm, which correlated with the mechanical carotid pulse which was palpated. The medic then moved the leads onto the trunk of the pt's body, without any change in the rhythm that was being displayed. The medic then proceeded to check the device and cables for any damage or other significant findings, at which time the pt was transferred to another ambulance with the leads still displaying the same rhythm in leads mode, and the pads showing a sinus bradycardia that correlated to the mechanical pulse being palpated. En route to the hosp, the medic alleged that the leads were exchanged an add'l three times, without any "better response". The pt subsequently expired.